Event description:
While treating a pt with the infant flow system, the operator reported all of the leds suddenly turned off, while the CPAP flow continued to flow to the pt. The operator determined the power supply connector to be at fault. The pt was "hand bagged" until another power supply was installed. There was no pt compromise.